Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with juvéderm voluma® xc. Two weeks later, patient was diagnosed with covid-19. Approximately three months later, patient developed granulomas (no biopsy). This is the same patient reported under MFR report #3005113652-2021-00455. This emdr is being submitted for the event of device related granulomas (no biopsy).